Event description:
It was reported that technical services (ts) was requested to review from this cardiac resynchronization therapy defibrillator (crt-d) because the patient was in the hospital. It was believed that the patient was in ventricular tachycardia (vt), but the device was still pacing. After review, it was found that there were several pacemaker mediated tachycardia (pmt) events along with a stored non-sustained ventricular episode due to oversensing of atrial tachycardia. No adverse patient effects were reported. Currently, this crt-d remains in service.